Manufacturer narrative:
(B)(4). The device was operated by a physician. The reporter of the maude report is not a health professional. No additional information can be requested as there is no contact phone number or email provided.

Event description:
According to the maude report (report# 6868295) "a left radial arterial line was being placed on a septic patient using an arrow catheter device. The vessel was entered under ultrasound guidance without difficulty. The wire, however, could not be withdrawn. The catheter and wire were then both attempted to be withdrawn. The catheter and needle were removed from the vessel without difficulty but the wire became stuck. Further evaluation of the wire (using both naked eye and magnification) revealed that the wire became uncoiled (documented in MDR# 9680794-2017-00224). The uncoiled wire was visualized in the radial artery by ultrasound. A small skin incision was made to attempt to facilitate wire removal. This along with gentle retraction using a hemostat, allowed for removal of approximately 2cm of the wire. The wire then broke (documented in MDR#9680794-2017-00225). Ultrasound showed a retained foreign body in the artery and this was confirmed by x-ray. The patient's hand remained warm and well perfused without evidence of vascular compromise. Vascular and interventional radiology were both consulted. Subsequent formal ultrasound revealed the retained portion of wire to be in the subcutaneous tissue of the left wrist. As of the time of this report it is yet unclear if any intervention will be necessary to remove the foreign body".

Manufacturer narrative:
Qn# (B)(4). The customer returned five photos of an arterial catheterization device and lot number information. The photos show evidence of an unraveled guide wire. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the maude report (report# (B)(6)) "a left radial arterial line was being placed on a septic patient using an arrow catheter device. The vessel was entered under ultrasound guidance without difficulty. The wire, however, could not be withdrawn. The catheter and wire were then both attempted to be withdrawn. The catheter and needle were removed from the vessel without difficulty but the wire became stuck. Further evaluation of the wire (using both naked eye and magnification) revealed that the wire became uncoiled (documented in MDR# 9680794-2017-00224). The uncoiled wire was visualized in the radial artery by ultrasound. A small skin incision was made to attempt to facilitate wire removal. This along with gentle retraction using a hemostat, allowed for removal of approximately 2cm of the wire. The wire then broke (documented in MDR#9680794-2017-00225). Ultrasound showed a retained foreign body in the artery and this was confirmed by x-ray. The patient's hand remained warm and well perfused without evidence of vascular compromise. Vascular and interventional radiology were both consulted. Subsequent formal ultrasound revealed the retained portion of wire to be in the subcutaneous tissue of the left wrist. As of the time of this report it is yet unclear if any intervention will be necessary to remove the foreign body".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the maude report (report# (B)(4)) "a left radial arterial line was being placed on a septic patient using an arrow catheter device. The vessel was entered under ultrasound guidance without difficulty. The wire, however, could not be withdrawn. The catheter and wire were then both attempted to be withdrawn. The catheter and needle were removed from the vessel without difficulty but the wire became stuck. Further evaluation of the wire (using both naked eye and magnification) revealed that the wire became uncoiled (documented in MDR# 9680794-2017-00224). The uncoiled wire was visualized in the radial artery by ultrasound. A small skin incision was made to attempt to facilitate wire removal. This along with gentle retraction using a hemostat, allowed for removal of approximately 2cm of the wire. The wire then broke (documented in MDR#9680794-2017-00225). Ultrasound showed a retained foreign body in the artery and this was confirmed by x-ray. The patient's hand remained warm and well perfused without evidence of vascular compromise. Vascular and interventional radiology were both consulted. Subsequent formal ultrasound revealed the retained portion of wire to be in the subcutaneous tissue of the left wrist. As of the time of this report it is yet unclear if any intervention will be necessary to remove the foreign body".